Event description:
The customer reported that the unit would not charge to the selected energy. When 150 joules were selected, it would charge to 125j then drop to 115j. There was not report of patient involvement.